Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with scratched screen, cracked battery tube threads and reservoir tube.

Event description:
The customer reported that the insulin pump alarmed no delivery and the insulin was not delivering properly. The blood glucose reading was 300mg/dl. Advised the caller to disconnect and revert to back up plan. No further information was provided.